Event description:
It was reported during implant impedances were measured and the results were all >3600 ohms. Post-operatively the patient was not getting any stimulation. Impedances were re-checked post-operatively several hours after implant and the group and electrode impedances were both >3600 ohms. A connection issue was suspected, and the manufacturer's device registry showed the system was explanted 4 days later.

Manufacturer narrative:
(B)(4). Lead model 377845, lot #v010503, implanted: (B)(6) 2006, explanted: (B)(6) 2006, extension model 3708160, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2006, adaptor model 355029, lot #n081552, implanted: (B)(6) 2006, explanted: (B)(6) 2006, programmer model 37742, serial # (B)(4).